Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. It was reported that the patient had charging issues in that the controller is heating up and it is taking them longer to recharge implantable neurostimulator (ins). Technical services (tss) asked caller to clarify if it was the actual controller heating up and patient described that it wasn't their paddle heating up over the ins, but more their controller or what patient referred to as their "recharger" that was heating. Caller reported that patient examined recharger cord and saw there was a piece torn off of it. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(4), product type: 0213-recharger.  Product ID 97755, serial: (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. The recharger antenna also had torn cable insulation at the donut end.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.